Event description:
It was reported that one day post-implant, the patient received inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d). When checking the device, this right ventricular (rv) lead did not appear to be sensing properly, and the pacing impedance measurements had decreased. An x-ray was performed and revealed the rv lead needed to be repositioned. The device was programmed off and a lead revision procedure was planned for the next few days. No adverse patient effects were reported. The field representative confirmed the lead was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the lead remains implanted but not in use, pending a lead revision. This report will be updated when additional information is received. The explanted lead was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates the lead remains implanted but not in use, pending a lead revision. This report will be updated when additional information is received.

Event description:
It was reported that one day post-implant, the patient received inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d). When checking the device, this right ventricular (rv) lead did not appear to be sensing properly, and the pacing impedance measurements had decreased. An x-ray was performed and revealed the rv lead needed to be repositioned. The device was programmed off and a lead revision procedure was planned for the next few days. No adverse patient effects were reported.